Event description:
It was reported by(B)(6) that during service and evaluation, it was determined that the small battery drive device passed visual inspection. It was further determined that the device was received in optical used condition and an additional marking and a sticker referencing the complaint were detected. It was observed the device showed signs of heavy usage. It was determined that the device was running with very low speed, then it stopped and after turning the motor by hand the device worked properly and passed the power measurement. It was further determined that the device was dismantled and the motor was destroyed for evaluation of detected deviations. It was observed that signs of heavy-duty-usage were detected inside the motor and the sliding contacts had caused a lot of abrasion, resulting in dust which could be found all over the magnet. It was further determined that the device failed pretest for check function of device. It was noted in the service order that the device did not work along with another small battery drive device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: small battery drive device (B)(6) 2021. Device history review: a review of the device history record was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).